Manufacturer narrative:
Age/date of birth, sex and weight were updated. The result from (B)(6) 2017 of <0.100 miu/ml was accompanied by a data flag. The result from (B)(6) 2017 was 15.08 miu/ml with a data flag. This sample was repeated by a 1:100 dilution and the result was <10.00 miu/ml with a data flag. The field service representative (fsr) visited the customer site on 01/17/2017 and changed the measuring cell of the instrument. The customer has not had any other issues since the service action by the fsr. Quality control(qc) data shows many results out of the acceptable range. Calibration trace data shows a high frequency of failed calibrations and numerous calibration events within a few days. The alarm trace suggests an issue with sample quality (liquid level detection) and other handling issues (calibrators). The customer did not use rack adapters. The customer's clotting time is 20 minutes which is too short; the customer's centrifugation time of 10 minutes at 2684 g is too fast (2000 g is recommended). A specific root cause could not be determined for this event. Additional information was requested for investigation but was not provided. Potential root causes may be related to a tilted tube since the customer did not use rack adapters (combined with drops on the inner tube wall or a mis-adjusted sample probe), poor sample quality (clots/fibrin) caused by improper sample volume, inversions or clotting procedure. Additional potential causes may be related to improper reagent handling (qc issues) and instrument issues (measuring cell). A general reagent issue can most likely be excluded.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. All results were reported outside of the laboratory. It is not known which results were believed to be correct. The initial hcg + b result was 7.1 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2017 a new sample was obtained and the result was <0.100 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2017 a new sample was obtained and the result was 15.1 miu/ml. This result was reported outside of the laboratory. No repeat testing was performed on any of the samples. No adverse event occurred. The hcg + b reagent lot number was 15654200 with an expiration date of 09/30/2017. The customer indicated that the total test counter and cell test counter for the instrument was 111,534 counts. The investigation stated that since this is >60,000 counts, a measuring cell change is recommended.